Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient was hospitalized due to elevated blood glucose levels of 27 mmol/l and dka on (B)(6) 2018. The patient experienced vomiting and evidence of ketones despite blousing through the insulin pump throughout the day. The patient was driven to the hospital by her mother and was treated with an IV and insulin injections. The patient reconnected to the pump and her blood glucose began to increase. The patient stated she had removed air bubbles from the insulin cartridge by removing the cartridge and manually pushing the air out and then reinserting the cartridge in the pump. It was found that the piston rod was no longer in contact with the plunger of the insulin cartridge, therefore, insulin was not delivered as expected. The patient also does not properly attach the adapter and tubing to the insulin cartridge prior to inserting in the pump and loose insulin was found in the cartridge compartment. Product was requested to be returned for evaluation.